Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure when the physician inserted the right ventricular (rv) lead into the header of this implantable cardioverter defibrillator (ICD), noise was seen. It was found that there was fluid and tissue in the header, so the lead was disconnected. The lead was re-inserted and noise was still present. Further visual inspection noted that the fluid had seeped into the circuitry of the ICD's header. The ICD was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv and ra set screw seal plugs. Fluid was observed on the outside of the rv lead barrel as there was residue on the outside of the rv tip electrode. Further testing found that both leads could be fully inserted into the lead barrels, the set screws engaged properly and moved freely in both directions. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. No noise was seen on the stored device electrogram. The noise at implant was determined to be due to the hole in the rv seal plug.